Manufacturer narrative:
Upon further review of information provided via good faith effort (gfe), this reported issue has been determined to be non-reportable and will be processed accordingly. Per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on this information, this is not a reportable event and was reported in error.

Event description:
Philips received a complaint by the customer on the v60 indicating that the nav-ring was not functioning properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the nav-ring was not functioning properly. The remote service engineer (rse) provided the customer with the part number of the nav-ring to order and replace. This investigation is ongoing.

Manufacturer narrative:
(B)(6).